Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It should be emphasized that the customer was cautioned against using unauthorized filter kits and instructed to begin handwashing as per soclean's instructions last month. The inquiries about the injury indicate a lack of adherence to these guidelines. The customer states they have returned to their baseline health after discontinuing soclean, but they continue to receive monthly allergy shots, suggesting that their allergies were a preexisting issue before using the device. Reporting for due diligence.

Event description:
Customer reports exacerbation of preexisting allergies including a cough, runny nose & sneezing. The customer states receiving allergy shots and now receiving them less frequently (once a month) since discontinued use of the soclean.